Event description:
Approximately 3 month after the implantation a broken tibia plate was replaced during revision. The plate broke at the same height as the bone was factured.

Manufacturer narrative:
The investigation showed that the plate was manufactured and used according to specifications/ instructions. According to a consulted physician, the adverse event was most probably caused by the complex fracture which might be strained too early. This is a late report due to a corrective action.